Event description:
It was reported the insulin pump kept alarming no delivery and it kept rewinding. Customer's blood glucose was 202 mg/dl. Customer's mother stated the alarm was resolved by infusion set change, unable to perform troubleshooting. Customer was advised to do a complete set changed. Alarm occurred during manual prime. Unable to determine the cause of the issue. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.